Manufacturer narrative:
(B)(4). Issue reported in conjunction with corporate adverse event reporting practice.

Event description:
It has been reported that AED was deployed and subject was not resuscitated. No allegation of malfunction, issue was reported in conjunction with customer request for assistance in downloading post-event data.